Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following visual inspection. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report. The report noted: "the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Explanation damage was observed on the stem. The medial surface of the stem is shown with damage consistent with cement-mantle breakdown being observed. Based on macroscopic features, the crack propagated from the lateral to the medial surface of the stem. Post-fracture abrasion was observed on the fracture surfaces. The distal end of the stem was analyzed under a scanning electron microscope (sem) for further evaluation." A material analysis report concluded: "the stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The surgeon, mr. (B)(6) reported that the patient required a revision hip due to a fractured exeter stem. The patient presented to a&e and the fracture was confirmed on x-ray.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The surgeon, mr. (B)(6) reported that the patient required a revision hip due to a fractured exeter stem. The patient presented to a&e and the fracture was confirmed on x-ray